Manufacturer narrative:
The rse evaluated the device. It was determined that this was a malfunction of the battery (rechargeable li-ion battery pack) for which was information was provided for the customer to place the order. The battery malfunctioned due to end of life. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery (rechargeable li-ion battery pack). The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided information to replace the battery (rechargeable li-ion battery pack) to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the efficia dfm100 defibrillator exhibited a battery failure. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.